Manufacturer narrative:
The device was received for evaluation. During functional testing, the device would not power on. A review of the event history log revealed an "improper shutdown!" Message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose connection between the power cord and the pump. The power cord requires reconnection to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turn off while using. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter address - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.